Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the clip applier instrument involved with the complaint to perform failure analysis. The instrument was analyzed and found to have one (1) severely bent grip, causing misalignment of the grip-tips. A clip cannot be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis..

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument did not engage the clip. No fragment fell into the patient. The user completed the procedure with no reported injury.